Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/17/2013 and 10/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ultra 2 meter testing in memory mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged issue began on (B)(6) 2013 at 10:00 pm. The patient manages his diabetes with oral medication (glipizide, unknown dosage) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿tired, wasn¿t functioning¿. He tested his blood glucose with the subject meter and obtained a result of ¿33 mg/dl¿. The patient stated, at 10:30 pm that same day, his daughter brought him to the emergency room (ER) where his blood glucose was tested with the ER/hospital meter and obtained a result of ¿33 mg/dl¿. The patient was treated with glucose tabs/gel from a health care professional (hcp) at the ER. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.